Event description:
It was reported that the device powers off during procedure. No additional information was received therefore, there was a loss of insufflation.

Manufacturer narrative:
Alleged failure: biomed, called to report that pneumosure xl (sn: (B)(6)) powers off during cases. First occurrence was two weeks ago. Tested it with different power plug, different power cord. Need to send the unit in to get replacement unit. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be a worn foam cushion on the front panel causing phantom touches to occur on the display. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device powers off during procedure. No additional information was received therefore, there was a loss of insufflation.